Manufacturer narrative:
Consumer experienced a chipped tooth. Additional contact information not provided.

Event description:
Consumer called stating that the toothbrush head chipped their tooth.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.